Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the btt short port popped during inflation. They were able to retrieve the pieces of the balloon through the original incision. The hospital did not report any patient effects. The product will not be returned.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).